Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment procedure was being performed when the issue occurred and was completed as planned on the same system. Customer reported to philips that they were unbale to change the booms due to a video system failure. Upon troubleshooting, the fse found the work spot pc in the b cabinet was not working due to a blown fuse. To resolve the issue, the fse replaced the fuse and performed functional tests, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete the procedure on the same system as planned. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor was unable to display, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.